Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The representative determined that the cause of the event was due to the site not properly turning the system off. The system passed a system checkout and was determined to be fully operational. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that when booting up the system, it was stuck in standby mode for almost 15 minutes. The site then rebooted the system and it was able to proceed to imaging mode.